Event description:
This customer reported that they were unable to complete the opcheck as the softkeys were not working. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that they were unable to complete the opcheck as the softkeys were not working. There was no pt involvement. The device was evaluated locally by philips and the bezel assembly was fund to be faulty. The customer was provided with a part number for the bezel assembly. The customer was advised to replace this part to resolve the reported symptom.